Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the battery gauge was observed to be fluctuating. Customer's blood glucose level was 116 mg/dl. Customer continued to use the pump for insulin therapy.